Event description:
Additional review clarified the ins that was repositioned due to movement was this device. Additional information regarding this ins will be reported in regulatory report 3004209178-2013-15241.

Event description:
It was reported the patient had their abdominal ins repositioned due to movement and their left axillary ins replaced due to battery failure and pain in their left arm and leg. It was stated postoperatively the patient¿s pain improved somewhat and the second day they were ambulating, tolerating a regular diet, and their pain was well controlled with medications. It was stated the patient had occasional paresthesia and numbness of their bilateral upper extremities and fingertips. It was noted the patient had occasional headaches, fainting episodes and some memory loss. It was stated the patient was stable postoperatively and they had preoperatively baseline neurologic status. Reference manufacturer report #6000032-2013-00198 for information related to the device the patient had replaced.

Manufacturer narrative:
Concomitant products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2004, product type implantable neurostimulator; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3986a, lot# lb9304, implanted: (B)(6) 2004, product type lead; product ID 3986a, lot# lb9304, implanted: (B)(6) 2004, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 7427, serial# (B)(4), implanted: (B)(6) 2003, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).